Manufacturer narrative:
The reported event was resolved on (B)(6) 2017 with no sequelae, and the device remains implanted with no further events reported. Emergency department visit predicated on shoulder discomfort (suspected tendonitis) irritated by device placement and shortness of breath. A review of manufacturing records for the reported lot shows that the lot was released to distribution on 9/27/2016 having met all the quality criteria associated with this product including product sterility requirements. There were no deviations or nonconformances associated with this lot.

Event description:
A (B)(6) female patient with no risk factors for infection had an initial pacemaker implanted on (B)(6) 2017 using a cormatrix cangaroo ecm envelope (cmcv-009-xlg lot #m16h1214) having been hydrated with vancomycin and gentamycin. There were no reported issues at the time of procedure or during the subsequent wound check visit on (B)(6) 2017. On (B)(6) 2017 patient presented in the emergency department with complaints of chest pain and shortness of breath after traveling via plane the previous week and that pain has been increasing in frequency, she is uncomfortable and it wakes her up at night. Patient was discharged from the hospital with non-cardiac chest pain related to possible tendonitis in shoulder. Site investigator states on case report form that the event was probably related to the procedure and also to the device, however the probable cause of the event is likely due to musculoskeletal (msk) pain related to device placement (i.e. Pacemaker); and could be part of the healing process. There are no signs of infection or abnormalities found with her device (e.g. Pacemaker or cangaroo ecm envelope).